Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: during investigation, the battery cap is able to secure , pump cover was removed no intermittent or or power related defects were found. The black box verified one power interruption on (B)(6)2018 at 13:54pm , power was restored 1 minute later at 13:55pm deliveries were resumed until end of use on (B)(6)2018.2. Unable to duplicate blank screen or power loss .